Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing revealed a faulty main board and downstream occlusion sensor. The main board and downstream occlusion sensor were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device evaluation noted a defective downstream occlusion sensor. Event occurred during routine preventive maintenance inspection.